Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; (B) (4) full lead; distal conductor distorted; lead stretched.

Event description:
It was reported the lead was attempted but not used as it dislodged while the physician was slitting the catheter. The physician pulled the lead back in an attempt to reposition it - however, the lead became stuck in the catheter. This was reported during the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.